Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection (inj.) Fortum (1 gram, route, duration and frequency not reported) and inj. Gentamicin (80 milligram, route, duration and frequency not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Action taken with peritoneal dialysis therapy was not reported. No additional information is available at this time.